Event description:
It was reported that this pacemaker was suspected of a potential premature battery depletion (pbd). The device battery decreased from 3.5 years to 9 months in a year time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Device remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Event description:
It was reported that this pacemaker was suspected of a potential premature battery depletion (pbd). The device battery decreased from 3.5 years to 9 months in a year time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Device remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Manufacturer narrative:
Corrected fields: b1. Adverse event/product problem. B2. Outcomes attrib to adv event. H1. Type of reportable event.

Event description:
It was reported that this pacemaker was suspected of a potential premature battery depletion (pbd). The device battery decreased from 3.5 years to 9 months in a year time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected of a potential premature battery depletion (pbd). The device battery decreased from 3.5 years to 9 months in a year time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Device remains in service. No additional adverse patient effects were reported.